Event description:
It was reported that pacing failure was found when using the external pulse generator (epg) while attached to a patient. A checkup request was received for the patient cable. The cable was returned to the manufacturer for analysis. The patient had an intrinsic heartbeat and the patient did not have any health hazards.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the patient cable was found to be fractured. (B)(4).